Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of the receiver shutting off on its own. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is shutting off on its own on (B)(6) 2015. Patient did not report any injury or medical intervention.